Event description:
The customer reported that the reagents on board the ortho provue analyzer were hemolysed. The customer indicated that 0.8% selectogen lot# vs268 was placed on the provue on (B) (6) 2009 and all testing was acceptable. However, on (B) (6) 2009, the customer noticed that the reagents were hemolysed prior to performing weekly maintenance. The customer indicated that no error messages were posted regarding fluidics issues. The customer was not able to tell if the probe was dripping. No erroneous results were reported since testing was not being performed at the time of the incident. The use of hemolyzed reagent red cells may affect the interpretation in detecting antibody-induced hemolysis. Hemolysis is a positive result in tests for antibodies to red cell antigens.

Manufacturer narrative:
No definitive root cause was determined as to how the reagents became hemolyzed. The customer indicated that they did not want service on the instrument since satisfactory qc results were obtained using new reagents after the completion of maintenance. It is unk how the reagents were stored at the customer site. The customer could not determine if the probe had dripped fluid. The customer's issue was resolved through product replacement. This customer has not logged any complaints against this analyzer since the incident. Incident is isolated. (B) (4).